Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was (dim/fading/color spectrum). There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: during investigation, the pump was powered on to a dim pink display. Unrelated to the original complaint, a leak in the audio bolus button was found. The pump was opened to find moisture corrosion on an internal component of the infrared board, and on the audio bolus button contact. Files were unable to be downloaded to the pump due to the moisture damage.